Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 62 20 ml bd luer-lok¿ syringes experienced scale marking issues. The following information was provided by the initial reporter: while performing the incoming inspection on this batch, the inspector found that 62 out of 500 syringes had the print missing/smeared.

Manufacturer narrative:
The following fields have been updated due to additional information: d.4. Medical device lot #: 1307362; d.4. Medical device expiration date: 10/31/2026; h.4. Device manufacture date: 11/3/2021. H.6. Investigation: it was reported the print was missing or smeared. To aid in the investigation, four photos were provided for evaluation by our quality team. The photos show three syringes with imperfections in the printing of the scale numbers. Because these are only imperfections they are considered acceptable as the numbers are legible. No other defects or imperfections were observed. A device history record review was completed for provided material number 301031, lot number 1307362. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A trend analysis was reviewed for material 301031 for the last twenty-four months. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h.10.

Event description:
It was reported that 62 20 ml bd luer-lok¿ syringes experienced scale marking issues. The following information was provided by the initial reporter: while performing the incoming inspection on this batch, the inspector found that 62 out of 500 syringes had the print missing/smeared.